Event description:
It was reported that this pacemaker delivered a premature atrial pace followed by an atrial arrhythmia episode. Technical services (ts) was consulted and upon case review, determined that this premature pacing happened as a result of the atrio ventricular search parameters. This behavior could have contributed to the atrial tachycardia episode recorded by the device, which was then self-resolved. Ts recommended device settings reprogramming for this patient. No additional adverse patient effects were reported. This pacemaker remains in service.